Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 7070177; product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: 377896; product family: scs-adapters, upn: m365sc9218150, model: sc-9218-15, serial: (B)(4), batch: 7070229; product family: scs-adapters, upn: m365sc9218150, model: sc-9218-15 , serial: (B)(4), batch: 7071459.

Event description:
It was reported that the spinal cord stimulation (scs) patient was implanted with two m8 adaptors connected to a non-bsc paddle lead and was experiencing abdominal stimulation when trying to increase paresthesia in the lower back, coccyx and bilateral legs. The patient was also implanted with cervical peripheral nerve stimulation (pns) leads and was experiencing neck and shoulder muscle contractions. The scs system was reprogrammed which improved coverage and lessened the abdominal stimulation and the pns leads were turned off. A week later the patient indicated not receiving a benefit from the reprogramming. The patient underwent a replacement of the scs system and explant of the pns leads. The patient was doing fine post-operatively. The explanted devices were retained by the medical facility.